Event description:
Additional information received reported the cause of death was unknown. The date of death was 2013 (B)(6). It was reported the week before the death, the patient had a myocardial infarction and a stent was placed. A few days later following the procedure, the patient coded and died. The patient was in the trial phase with an external pump and had a semi-permanent catheter. The pump was a non-medtronic pump. It was unknown what kind of catheter it was, but it was thought to be medtronic. The patient had morphine 0.2 mg/ml, but the daily dose was unknown because the patient was inpatient for the trial and was not actually seen in the pain clinic during this time. It was reported on 2013 (B)(6) surgical implantation of the intrathecal catheter with an external access using fluoroscopic guidance was completed. The catheter was successfully entered into the intrathecal space and an adapter was applied to the catheter and it was capped. The patient was going to be hospitalized for a day or two during the initiation of the opioid trial. There were no complications. It was also noted the patient had a spinal cord stimulator trial on 2013 (B)(6) and the trial unit was removed on 2013 (B)(6)from a different device manufacturer. Prior to her leaving the recovery room to go to the floor, intrathecal opioid morphine infusion was programmed and started. The patient tolerated the procedure well and did fine in the immediate postoperative period, however at the time of discharge she complained of chest pain of abrupt onset radiating from the left chest region into the shoulder and arm on the left side. This was accompanied by mild dyspnea as well as diaphoresis and nausea. The patient received three nitroglycerin tablets sublingual five minutes apart and obtained complete relief. She also received an aspirin. The patient did have a known cardiac history with previous inferior wall and septal myocardial infarctions (mis). Electrocardiogram (EKG) showed sinus rhythm with the old septal and inferior mis and there were new lateral st depressions. The patient was admitted on 2013 (B)(6) inpatient due to the emergence of the acute coronary syndrome and the patient was brought to the catheterization laboratory (cath lab) for possible intervention. A non-st segment elevation myocardial infarction (nstemi) occurred with acute coronary syndrome and the patient was high risk. It was also reported that at the time of the last non-st segment elevation myocardial infarction (nstemi) the patient developed acute pulmonary edema and ¿they know that mom¿s heart was not strong.¿ it was further reported the patient had nstemi with flash pulmonary edema two years ago. The patient was having chest pain, myalgia, joint pain, joint stiffness, joint swelling, redness, decreased range of motion, pain radiating to arm and leg, spine tenderness, and muscle spasm. Based upon the patient¿s sudden onset of pain and the extensive nature of the electrocardiographic change, it was felt necessary to proceed with the revascularization promptly. The patient appeared to be experiencing chest discomfort and ¿queasiness¿ when the guide catheter was intubating the left main, despite the fact that the catheter had side holes. This seemed to abate when recircularization stopped. During the procedure the patient¿s blood pressure began to fall and dopamine was initiated. The patient¿s oxygenation appeared to deteriorate to 84% at this time. Again, the patient experienced chest discomfort and the patient was tachycardiac, relatively hypotensive with low oxygen saturations, and the patient was then intubated. At this point, the patient developed ventricular fibrillation and defibrillation occurred several times. Cardiogenic shock occurred status post percutaneous coronary intervention (pci) to left anterior descending (lad) and obtuse marginal 1 (om1). Procedures included emergent left heart catheterization (lhc) and coronary angioplasty, bare-metal stent (bms) implantation to mid left anterior descending, balloon angioplasty with bms to om1, defibrillation several times, intra-aortic balloon pump (iabp) placement, intubation with mechanical ventilation, and pressor support. After the procedures the patient¿s blood pressure appeared to be supported and the patient was transferred to the intensive care unit in highly unstable condition. The patient demonstrated high troponin levels. A foley catheter was placed due to loss of urinary control. On 2013 (B)(6), the patient was responding to commands and able to be aroused despite ongoing sedation. Renal function was stable and the patient was making good urine. Oxygenation was still limited, but favorable. An echo demonstrated overall functionality of left ventricle (lv) intra-aortic balloon pump (iabp) augmentation and early diastolic augmentation was much less than yesterday, which was a mark of improvement for left ventricular (lv) systolic performance. The patient¿s troponin levels were falling and hemoglobin (hgb) was stable. The patient showed trace edema, but cardiogenic shock was improving, renal insufficiency was stable, and chronic anemia was stable. The patient also appeared less dependent on balloon augmentation. The prognosis of the patient was discussed with the family who initially felt that the patient would not want any of these critical care measures and that all support should be withdrawn. After further discussion it was agreed that the vent would be weaned as well as the balloon pump over the next day. If this was not possible, then any critical support measures would be withdrawn. On 2013 (B)(6) it was reported, the patient had shortness of breath with urinary loss of control, but showed signs of clinical improvement in all systems and the patient was extubated. It was reported the patient experienced fatigue, irritability, insomnia, trouble walking, trouble swallowing, productive cough and was somnolent due to resolving cardiogenic shock. The patient required a fair amount of oxygen, however, as time went the amount of oxygen was gradually able to be weaned. As the patient came off the ventilator she was able to take things orally, was put back on her usual medications and other adjustments for her congestive heart failure and recent mi were made. The patient continued to improve, was seen by physical therapy and occupational therapy and was able to demonstrate the ability to get around. It was felt the patient could return to her previous group home setting. Studies reviewed included a cardiac catheter report, echocardiogram, EKG, lab, oxygen saturation, telemetry and x-rays. The cardiogenic shock was improving and the patient was to continue the fentanyl patch and intrathecal morphine. Adjustments were made in the dose of her implantable pain pump and the patient was ¿reasonably comfortable with that.¿ chest x-rays were performed 2013 (B)(6) through 2013 (B)(6) due to respiratory abnormality compared to study in (B)(6) 2013 and ventilator placement. On 2013 (B)(6) the x-ray showed significant interval improvement in aeration of both lungs, status post extubation. It was also reported the patient had a sore throat on 2013 (B)(6) and on the same day the patient¿s iabp was removed. This was performed after the international normalized ratio (inr) had declined to acceptable levels following the discontinuation of anticoagulation. The patient was discharged on 2013 (B)(6) and an EKG did show some new lateral st depression. Cardiogenic shock had resolved and the patient¿s pump medication was increased 0.2 mg/ml morphine to 0.2ml/hour. It was noted the patient ¿feels better, is moving pretty well, better than we expected¿ and planned to go back to the group home with homecare and home therapy. It was reported the patient continued to have spine tenderness (wound sites ok) and joint pain, with pain radiating to leg (significant back pain) and the patient would continue on 0.2 ml/day of morphine. The patient was more alert, but had trouble talking, weakness, and balance problems.

Event description:
It was reported the patient had a pump trial. A few days into the trial the patient coded in front of the hcp. The patient required coronary stents be implanted and was in the hospital. When the patient returned home the patient died. Per the hcp¿s nurse it was heart related and not the pump trial. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Exact date of death is unknown.